Event description:
The facility reports the carer had the pt in the lifted position when the sling assembly came apart, causing the pt to fall. The pt suffered a small cut to the bridge of the nose and some bruising.